Event description:
A patient contacted our firm to report having developed a corneal ulcer. The patient developed pain, redness and photophobia in the od. The patient saw his/her primary care optometrist and was told he/she had a "staph infection." The patient went to another optometrist and was diagnosed with a corneal ulcer. The patient was treated with "eye drops" and the corneal ulcer resolved. The patient discarded the lens in question. The patient has one additional lens from the same carton. We have sent a mailing label for retrieval of the lens, but to date it has not been sent. We have followed-up with the patient and the patient has requested that we not contact him/her again. The treating optometrist was contacted but information regarding this event has not been received to date. The lot history review indicates the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. MDR events are reviewed at quarterly management review meetings. Any additional information received will be sent within 30 days of receipt.

Manufacturer narrative:
Labeled for single use and reuse.